Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 5.00mm taxus liberte drug-eluting stent was selected to treat a lesion. However, while outside of the patient, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte (mr) ous - 28 x 5.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts in the mid-section of the stent were damaged and lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 5.00mm taxus¿ liberté¿ drug-eluting stent was selected to treat a lesion. However, while outside of the patient, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.